Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the device. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 3mm proximal from the distal markerband, there was a partial circumferential tear to the balloon. Product analysis confirmed the reported event, as the device was found to have a partial circumferential tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition post procedure.